Manufacturer narrative:
(B)(4) the ventricular contact spring inner dimensions were not within the specification. Reference leads could not be properly inserted into the ventricular connector cavity. (B)(4).

Event description:
It was reported that the rv lead could not be inserted into the connector cavity of the device. Another device was used for implantation. The patient's condition was good after the procedure.